Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, and h10. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) prematurely deployed without pressing the deployment lever before the procedure, during prep. The plug was found partially deployed with part of it still in the shaft. The device was not used after noticing the issue with the plug. There was no reported patient injury. The exoseal was not used and did not go into the patient's body. The intended procedure was a coronary angiography procedure. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal vcd and has used the device several times prior to this procedure. The device will be returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) prematurely deployed without pressing the deployment lever before the procedure, during prep. The plug was found partially deployed with part of it still in the shaft. The device was not used after noticing the issue with the plug. There was no reported patient injury. The exoseal was not used and did not go into the patient's body. The intended procedure was a coronary angiography procedure. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal vcd and has used the device several times prior to this procedure. The product was returned for analysis. A non-sterile exoseal vasc. Clos.dev.f6 was received for analysis inside a plastic bag. Per visual analysis, the deployment lever was not pressed, the indicator window was received on black/white position, the guard was found not pressed, and the pi collar was not actuated. However, the plug was neither attached to the device nor returned for evaluation. No other anomalies found. See pictures. Per functional analysis, the deployment mechanism was properly actuated. No anomalies were observed during the deployment test. The guard was pressed, and the iw was released. Then, white with red and black-on-black indication was obtained by pulling the indicator wire to verify the indication system was performed. Next, the trigger was pressed and the delivery shaft along with the pi collar were retracted as designed. Per microscopic analysis, the lock out plate bonding and device internal components were examined, and no visible damages were noted. The deployment rack and iw rack were moved, and no points of friction were felt between both components. Per dimensional analysis, the delivery shaft inner diameter was measured at the distal (plug) area, and the result were found within specification. A product history record (phr) review of lot 18024483 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint by the customer as ¿vascular closure device (vcd)- deployment difficulty - premature deployment¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. The product analysis suggests that the event experienced by the customer may be associated to the manufacturing process. Therefore, a risk assessment has been initiated for further investigation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18024483 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) prematurely deployed without pressing the deployment lever before the procedure, during prep. Therefore, hemostasis was not achieved properly after the exoseal vcd was removed from the patient's body and manual compression was performed for twenty minutes. The device was not used after noticing the issue with the plug. There was no reported patient injury. The device was prepped and used as per the instructions for use (IFU). The device was used for closure after a coronary angiography procedure. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal vcd and has used the device several times prior to this procedure. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The device will be returned for evaluation.